Manufacturer narrative:
Manufacturing site: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 with shuntassistant (#fx352t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 76 years. Height: 170 centimeters (cm). Weight: 80 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: damaged catheter between the valve and the reservoir. Puncture in the silicone membrane of the reservoir. Deposits in the outlet of the shunt assistant. Permeability test: the test showed that the shuntsystem is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 18.26 cmh2o. This is within the specified tolerance of 19 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 15.05 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. According to our results, we can detect a presence of an accelerated outflow. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities based on our investigation results, we have determined an accelerated outflow in the shuntassistant at the time of our investigation. Detected deposits were the cause of the blockage. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.